Event description:
The pt took a step and caught himself, then took a second step, fell and broke his wrist.

Manufacturer narrative:
Evaluation is still in progress (supplier needs to be involved in evaluation).